Manufacturer narrative:
21-mar-2025 case update: reporter informated the company that the product has been discarded.

Event description:
Cracked tooth 19 second from back, lower left [tooth fracture]. Painful tooth 19 second from back, lower left [toothache]. Little metal piece came out of toothbrush - oral-b [device breakage]. Case narrative: a spontaneous report was received via phone on 18-mar-2025 from a 28-year-old female consumer stating that this morning ((B)(6) 2025) she was brushing her teeth and a little metal piece came out of her oral-b power oral care refills. She bit onto it and it cracked tooth 19 (second from the back on the lower left - beginning (B)(6) 2025). Tooth 19 (second from the back on the lower left) was painful (beginning (B)(6) 2025). She saw a dentist in a 1:1 consultation (in-person visit or phone/video call outside of urgent/emergent/hospital setting). She used ibuprofen ("ibuprofin") as self-treatment. She started using the products on unspecified dates and continued use of the products was not specified. The adverse event outcomes were not recovered/not resolved. Relevant history: none reported. Exact products used previously: unknown. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. The case outcome was not recovered/not resolved. No further information was provided.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Cracked tooth 19 second from back, lower left [tooth fracture], painful tooth 19 second from back, lower left [toothache] , little metal piece came out of toothbrush - oral-b [device breakage]. Case narrative: a spontaneous report was received via phone on (B)(6)2025 from a 28-year-old female consumer stating that this morning (B)(6)2025) she was brushing her teeth and a little metal piece came out of her oral-b power oral care refills. She bit onto it and it cracked tooth 19 (second from the back on the lower left - beginning (B)(6)2025). Tooth 19 (second from the back on the lower left) was painful (beginning (B)(6)2025). She saw a dentist in a 1:1 consultation (in-person visit or phone/video call outside of urgent/emergent/hospital setting). She used ibuprofen ("ibuprofin") as self-treatment. She started using the products on unspecified dates and continued use of the products was not specified. The adverse event outcomes were not recovered/not resolved. Relevant history: none reported. Exact products used previously: unknown. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. The case outcome was not recovered/not resolved. No further information was provided.